Event description:
Becton dickinson, part number 305219 supposed to be 10ml in package; however, when we believed to pt, there was 5ml in packaging. Frequency: prn/as needed, route: oral. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: had no other replacement - supplier was not told until monday.